Event description:
Healthcare professional reported "capsular contracture baker IV" and "capsular fibrosis with giant cell granuloma type foreign body versus silicon". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Health care professional report "capsular contracture baker IV" confirm with ultrasound, and "capsular fibrosis with giant cell granuloma type foreign body versus silicon". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), number: (B)(6), fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.